Manufacturer narrative:
Trackwise # (B)(4). Corrected section: d10- device available for eval- device returned, h3- if other provide code -explain- device returned, h6- type of investigation -device returned. H6-investigation findings (1) - corrected code from "3221" to "13". The device was returned to the factory for evaluation on 09/06/2023. An investigation was conducted on 09/07/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact cannula or intact c-ring. There were no visual defects observed on the intact jaws or heater wire. The black sheath of the shaft closest to the base of the jaws was observed to be peeled back, exposing the inner contents of the shaft. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; shaft" was confirmed.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). The device was not returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. Photographs were provided by the account, however, the photographs were non product related, therefore, it is not possible to confirm the reported complaint. The lot # 3000314822 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
(B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was used to do a radial as well as a saphenous vein harvesting on a patient. The erah was done first and then the surgeon did the evh with the same device. After harvesting the radial artery the surgeon noticed that the plastic behind the cutter started pulling away from the shaft and it looked like the plastic was melted. He continued using the same device for the saphenous vein harvesting but with caution. The saphenous vein was removed without any complications but after the case the plastic behind the cutter was even more peeled and the metal shaft that it is supposed to wrap was visible. No harm was done to the vein or the patient.